Event description:
It was reported that the customer changed the charge pak but the ok and service wrench icons were still displayed. The customer shipped the unit to the service rep for evaluation. When the service rep opened the shipping box, the device was damaged, and appeared to be burned.

Manufacturer narrative:
Physio-control evaluated the device and determine that root cause for the burn damage to the device was the charge-pak battery charger.